Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 71 mg/dl, 67 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 128 and 124 mg/dl. The test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): reviewed meter memory: (B)(6). Customer tested twice only with the meter; customer was unable to read the time. Customer has not changed anything in the daily activities such as diet, exercise, or medications.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 71mg/dl, 67mg/dl. The customer's expected fasting blood glucose test result range is 90 to 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 128 and 124 mg/dl. The test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer tested twice only with the meter; customer was unable to read the time. Customer has not changed anything in the daily activities such as diet, exercise, or medications.